Event description:
A customer reported the adc freestyle libre sensor detached on the first day of wear. As a result, in september, the customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness. The customer was provided sugar and food by a non-healthcare professional for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is per the customer report of "september". All pertinent information available to abbott diabetes care has been submitted.